Manufacturer narrative:
Investigation: checking the manufacturing charts of the device involved in the event, no pre-existing anomaly has been found out. The manufacturer will send the final MDR as soon as the investigation is complete.

Event description:
Intra-operative issue occurred during the second stage of elbow surgery. The x-rays showed that the implanted components are doing well. However, when on (B)(6) 2025, the surgeon went to implant the humeral body, he found that the joint axis was far too proximal for feasible implantation when considering the soft tissues; in his estimation, the total humeral assembly length would need to be approximately 10cm longer. The custom-made device involved in this event is the following: cmd 23-1428 humeral imp. 30mm (part code: 9617.p9.006, lot number: 2421602, sterilization: 2400186). Rather than risk the stability of the previously implanted components, the surgeon chose not to proceed with implanting a humeral body highlighting that we will likely need to open another custom-made case to address this. The first stage was performed on (B)(6) 2024. The event happened in the united states.